Event description:
During robotic assisted vaginal hysterectomy, the enseal device jaw broke off into two pieces while being used inside the patient. The broken pieces and malfunctioning instrument were removed from the field and given to the gyn specialist to follow up with the en seal rep. Manufacturer response for enseal device, enseal device (per site reporter): unknown.